Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for investigation. Physical examination of the returned instrument can confirm the dullness complaint. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon notes the reamers are dull and need replaced. No reported surgical delay or patient consequences.